Manufacturer narrative:
(B)(4). The system was examined and the company representative was unable to find anything that would have contributed to the reported event. However, debris was found on the object lens within the system and was subsequently cleaned. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to have met specification. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received confirming multiple patients, this event will remain for the unknown patients and additional reports will be sent for the known patients.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, in the last three cases of lasik flap creation central toxic keratopathy was observed. Additional information requested.